Manufacturer narrative:
This event occurred in (B)(6) 2017. The device was returned and an evaluation is complete. Visual inspection noted that the fillport cap was separated from the fillport. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fillport cap fell off of a large volume folfusor. This occurred before use. There was no patient involvement. No additional information is available.